Event description:
It was reported that during the procedure, it was not possible to interrogate the device. After the lead was placed and connected to the device, it was still not possible to interrogate the device. A new device was thus implanted with no issues. No adverse patient effects were reported. The device was expected to be returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure it was not possible to interrogate the device. After the lead was placed and connected to the device it was still not possible to interrogate the device. A new device as thus implanted with no issues. No adverse patient effects were reported. The device was expected to be returned.